Event description:
The initial reporter alleged a false negative result for hbsag g2 elecsys e2g 300 v2 on the cobas e 801 analytical unit. No results were reported to the patient as the laboratory was uncertain of the correct result. The initial hbsag results were as follows: 0.96 coi, 0.97 coi on (B)(6) 2025 at 15:22, 116 coi on (B)(6) 2025 at 17:55, 116 coi, and 105 coi. A second cryotube sample was tested and yielded a negative result of 0.2 coi. The laboratory determined the correct result to be the negative 0.2 coi value obtained from the second cryotube.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that a final root cause for the reported event could not be established. However, a general reagent issue was excluded. Calibration and quality control data were reviewed and found to be within expected ranges. No interferences were observed in the serum sample, and no information regarding clotting or centrifugation time was available. The investigation was limited by the unavailability of the original sample material. The negative result of 0.2 coi obtained from the second cryotube suggests the issue may have been related to sample contamination. The customer was advised to monitor the patient using hepatitis profile and dna testing, follow storage and handling recommendations outlined in the method sheet, and ensure regular analyzer maintenance.